Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized. Customer's blood glucose value was unknown at the time of the incident. Customer was in the hospital because of defective sets. The insulin pump will not be returned for analysis.